Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -9.25% from the desired amount. This issue is currently being investigated.

Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.